Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-09, additional information was received from a healthcare professional (hcp) via a clinical study. It reported the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a healthcare professional (hcp) via a clinical study. It reported the patient's weight was (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (1.3 mg/ml at 0.7505 mg/day) and fentanyl (557.0 mcg/ml at 321.54 mcg/day) via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the patient had an MRI of their lumber spine ordered by a hcp on (B)(6) 2016. At their next office visit on (B)(6) 2016, the initial pump interrogation showed a motor stall had occurred at 10:53 on (B)(6) 2016 with no recovery to date. The patient's pump was refilled and then re-interrogated. The second interrogation on (B)(6) 2016 showed a spontaneous recovery on (B)(6) 2016 at 13:34. The device diagnosis was pump motor stall. Diagnostics included device interrogation. There were no interventions performed. The event resolved without sequelae on (B)(6) 2016. The event was related to the device/therapy, and not related to the implant procedure. Etiology included MRI. Additional information was received which stated that two mris had been ordered on (B)(6) 2016; one of them was on the patient's right knee. An examination of the reported MRI times showed a correlation between the pump stall with the first MRI on the right knee. The second MRI (of lumbar spine) occurred approximately 1/2 hour later.